Event description:
It was reported that patient presented in the emergency room due to a non-device related issue. ECG was performed and revealed pauses in pacing. During device interrogation, device was found to have ventricular noise reversion episodes. The oversensing was reproducible with positional testing and myopotential inhibition was suspected. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.